Event description:
Customer's father reported via phone call that customer had physical damage of insulin pump. It was reported that insulin pump became loose from belt clip and hit the floor causing display screen to break. It was reported that nothing can be seen on display screen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass. Also, the insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.